Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "seroma" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late, rupture, and pain.

Event description:
Healthcare professional, via regulatory agency, reported ¿paroxysmal pains¿, "peri-prosthetic effusion slide is observed" on imagery, "suspicion of intra-prosthetic rupture", "double periprosthetic hull". The device has been explanted. This record relates to the left side.

Event description:
Healthcare professional, via regulatory agency, reported ¿paroxysmal pains¿, "peri-prosthetic effusion slide is observed" on imagery, "suspicion of intra-prosthetic rupture", "double periprosthetic hull". The device has been explanted. This record relates to the left side.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: fold creases, black particles material was found on the shell and deformation. A weight test of the device was verified and the device was within specification. Voids and cloudy after autoclave disinfection process in the gel. Based on the device analysis the final assessment is: no issues found related with the manufacturing.